Event description:
It was reported that failure to capture filter occurred. A transcatheter aortic valve replacement (tavr) procedure was being performed with a sentinel cerebral protection system (cps) for embolic protection. The sentinel cps was advanced to the intended location. The distal filter was deployed and recaptured three times; however, difficulty was encountered when deploying the distal filter and the user experienced resistance with the distal filter slider (#3). During withdrawal of the sentinel cps, the proximal filter was fully retracted, however approximately 1cm of the distal filter, near the distal tip, could not be completely retracted. The sentinel cps was removed in this state with no issues. The physician commented that the distal tip was unusual, suggesting a possible defect. The physician also commented that the patient's anatomy contained mild stenosis at the origin of the left common carotid artery which may have contributed to the issue. A new sentinel cps was utilized to complete the procedure. No adverse events occurred.